Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7133875.

Event description:
It was reported that the patient experienced severe pain in legs and feet after the implant procedure and was admitted to the hospital. The physician confirmed that the pain was from implantation of leads. Leads went anterior during procedure and may have irritated nerve root. Imaging was completed and no other issues were present. The patient is currently in rehabilitation to build up strength.